Manufacturer narrative:
Upon completion of the investigation, it was noted that the production documentation was pulled and reviewed for product code 801407, lot # 323493. (B)(4). The complaint was reviewed with the responsible operators to raise awareness of the issue and to gather any ideas for improvement. ((B)(4)). Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported procedure: (B)(6) user opened patties in theatre and there was a human hair inside the sterile packet. No delay reported. Used another product to complete the case.